Event description:
As reported, the sealant sleeves of a 5f mynx control vascular closure device (vcd) cracked and bent while attempting to insert into an unknown sheath. It did not make it past the valve of the unknown sheath. This rendered the device unusable as the consultant did not want to risk the casing catching on any plaque once inside the patient's body. Hemostasis was achieved using another unknown mynx control device immediately after, which was sufficient. There was no reported patient injury. The device was inspected prior to use, and the consultant noticed a small gap in the sealant sleeve. No excessive force was used to insert the device into the unknown sheath. The mynx vcd was used in an interventional procedure. The deployer was mynx certified. Additional information was requested but not provided. The device will be returned for evaluation. Addendum: per product evaluation it was observed that the sleeves present a severe kinked condition exposing the sealant.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant sleeves of a 5f mynx control vascular closure device (vcd) cracked and bent while attempting to insert into an unknown sheath. It did not make it past the valve of the unknown sheath. This rendered the device unusable as the consultant did not want to risk the casing catching on any plaque once inside the patient's body. Hemostasis was achieved using another unknown mynx control device immediately after, which was sufficient. There was no reported patient injury. The device was inspected prior to use, and the consultant noticed a small gap in the sealant sleeve. No excessive force was used to insert the device into the unknown sheath. The mynx vcd was used in an interventional procedure. The deployer was mynx certified. Additional information was requested but not provided. A non-sterile ¿mynx control vcd, 5f (ce mark)¿ was returned for investigation along with two photos of the device. Per picture analysis, a mynx control unit was observed from lot f2417314 and catalogue mx5060e. The distal end of the device was noted. The balloon was deflated and the sealant sleeves were observed slightly kinked/bent. No other outstanding details nor anomalies could be observed. Per visual analysis, the unit was thoroughly inspected, revealing that button #1 and button #2 were not depressed. The procedural sheath was not returned. The syringe was connected to the device, and the stopcock was set in the open position. The balloon was not inflated, and the sealant was in its manufactured position. The sleeves were kinked, exposing the sealant. The atraumatic tip did not present any damages or anomalies. No other outstanding details were noticed. The slit length on the outer sleeve was not verified due to the severe outward kinked condition of the sealant sleeve assembly as received. However, the catheter working length was measured, and the dimensional analysis result was found within specification. Per functional analysis, a simulated deployment test was performed on the returned device per the mynx control instructions for use (IFU). The tension indicator was aligned manually, then buttons 1 and 2 were able to be depressed to deploy the sealant and withdraw the balloon with no resistance felt. No issues were noted with respect to the deployment of both buttons 1 and 2 during the device failure investigation. The returned device performed as intended per the mynx control IFU. Per microscopic analysis, the cartridge assembly was inspected with a vision system to obtain a magnified image, revealing that the sleeves presented a severe kinked condition, exposing the sealant. The reported event of ¿sealant sleeves (cartridge assembly)-kinked/bent¿ was confirmed through analysis of the returned device and picture received as the sleeves were found to be kinked/bent. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the kinked sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (although it was reported that no excessive force was used during insertion into the sheath), and/or the condition of the sheath (although not returned) possibly contributed to the kinked condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, picture analysis, nor the information available for review suggest that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Corrected data: h6 images provided for evaluation. Complaint conclusion: as reported, the sealant sleeves of a 5f mynx control vascular closure device (vcd) cracked and bent while attempting to insert into an unknown sheath. It did not make it past the valve of the unknown sheath. This rendered the device unusable as the consultant did not want to risk the casing catching on any plaque once inside the patient's body. Hemostasis was achieved using another unknown mynx control device immediately after, which was sufficient. There was no reported patient injury. The device was inspected prior to use, and the consultant noticed a small gap in the sealant sleeve. No excessive force was used to insert the device into the unknown sheath. The mynx vcd was used in an interventional procedure. The deployer was mynx certified. Additional information was requested but not provided. A non-sterile ¿mynx control vcd, 5f (ce mark)¿ was returned for investigation along with two photos of the device. Per picture analysis, a mynx control unit was observed from lot f2417314 and catalogue mx5060e. The distal end of the device was noted. The balloon was deflated and the sealant sleeves were observed slightly kinked/bent. No other outstanding details nor anomalies could be observed. Per visual analysis, the unit was thoroughly inspected, revealing that button #1 and button #2 were not depressed. The procedural sheath was not returned. The syringe was connected to the device, and the stopcock was set in the open position. The balloon was not inflated, and the sealant was in its manufactured position. The sleeves were kinked, exposing the sealant. The atraumatic tip did not present any damages or anomalies. No other outstanding details were noticed. The slit length on the outer sleeve was not verified due to the severe outward kinked condition of the sealant sleeve assembly as received. However, the catheter working length was measured, and the dimensional analysis result was found within specification. Per functional analysis, a simulated deployment test was performed on the returned device per the mynx control instructions for use (IFU). The tension indicator was aligned manually, then buttons 1 and 2 were able to be depressed to deploy the sealant and withdraw the balloon with no resistance felt. No issues were noted with respect to the deployment of both buttons 1 and 2 during the device failure investigation. The returned device performed as intended per the mynx control IFU. Per microscopic analysis, the cartridge assembly was inspected with a vision system to obtain a magnified image, revealing that the sleeves presented a severe kinked condition, exposing the sealant. The reported event of ¿sealant sleeves (cartridge assembly)-kinked/bent¿ was confirmed through analysis of the returned device and picture received as the sleeves were found to be kinked/bent. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the kinked sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (although it was reported that no excessive force was used during insertion into the sheath), and/or the condition of the sheath (although not returned) possibly contributed to the kinked condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, picture analysis, nor the information available for review suggest that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.